Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. While performing an imaging system check-out, a medtronic representative, observed the motion scroll bar scrolling, not completing system boot up. The technical service mode was accessed on the system and individually, manually, homed all motion controllers. After, rehoming controllers, the representative was able to move all motions and then invalidate home and re-home the motion controllers. The representative concluded the positioner motion controller had a possible encoder issue but after rehoming motions was not able to reproduce issue. The imaging system was restarted multiple times with no other issues. The medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spine procedure, the site's imaging system remained in an initializing state. The pendant displayed an error message stating that "showed initializing please wait" and displayed a red x for x-ray. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.